Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The nxstage one user guide states: slow fluid or blood leaks from loose connections, faulty components, venous access disconnection, vascular needle dislodgement or other potential causes may not be detected. The user is instructed to keep vascular access sites and cartridge connections visible throughout treatment. A trained and qualified person must monitor all treatments so that alarms and harmful conditions can be responded to promptly. The cartridge was not retained for investigation and the log files were not sent for review. A lot number was not provided. All available information supports that the product was functioning as designed and there was no malfunction. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on december 28, 2016 of a (B)(6) male home patient who experienced blood loss on (B)(6) 2016 due to dislodgment of the treatment needle from the fistula. The amount of blood loss was not confirmed. The patient received 3 units of blood in the emergency room and was released in good condition.